Event description:
It was reported that lens vaulted asymmetrically approximately three weeks post implant. The lens was repositioned, but vaulting occurred once again. The patient is to see another doctor for a second opinion. This report pertains to the patient's right eye.

Manufacturer narrative:
The lens was not returned. Therefore, a product evaluation could not be conducted. One retain sample from the same lot 7373204 was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: on follow up examination the physician noted very little tilt and very little induced astigmatism and eye corrects to 20/20.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.